Event description:
Acct. Reports one incident of leaking under the roller clamp. States the set has been clamped overnight and when they released the clamp, they noted a hole in the tubing under the roller clamp. There was no pt. Injury and no chemo spill occurred. They have used the product for one month.